Event description:
A customer in (B)(6) reported that sling with part number 537020 - bc hammock mesh slings (medium) were "smaller" as compared to an older sling of the same model. No incident or injury occurred from the use of the "small" sling. The sling is made to about 80% of the overall length and width compared to the correct specs. The serial number of the affected sling is: (B)(4). There are 20 other slings affected and an FDA 806.10 report was prepared.

Manufacturer narrative:
We will be issuing a field corrective action notice to inform customers of the issue of the sizing in the affected bc hammock mesh slings and offer replacements. This action will be reported to the FDA via a 806.10 reports. The root cause of the issue is attributed to the use of patterns that had been printed "scaled down" (not 1:1) which resulted in the fabrics being cut to 80% of the size (length and width) compared to the specs.